Event description:
The catheter was inserted in (B)(6) 2011 and found the leakage on (B)(6) 2012, and the disk ruptured. Medication leakage.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report once sample is received. Info regarding medication leakage was received on (B)(4) 2012.